Manufacturer narrative:
(B)(4). Concomitant products: steerable guide catheter, clip delivery system- (1st clip implanted). Inadvertently steering down to the valve. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed for the detached gripper line that remains in the anatomy and the clip stuck in the chordae. It was reported that the first mitraclip was implanted in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to 3. A second clip delivery system (cds) was inserted, which was intended to be placed lateral to the first clip; however, after steering down to the valve, prior to obtaining perpendicularity, it was noted that the cds had inadvertently crossed the valve and was in the left ventricle. An attempt was made retrace the steps and gently pull back into the left atrium, but the cds was stuck, either on tissue or chordae. The clip arms were opened to sixty degrees, then 180 degrees, and then inverted. The grippers were raised but were unable to be lowered. The grippers were cycled through then the lock lever was cycled through. Since the grippers could not be lowered, it was decided to deploy the clip where it was. The anterior leaflet was in the clip but the other half of the clip was deployed in the chordae. Approximately twelve inches of the gripper line was removed before the gripper line broke. The cds was removed, followed by the sgc. It was then noted that there was gripper line visible via echocardiogram in the right atrium. The gripper line was bunched up and going to the septum. It is surmised that the gripper line remained on the second clip. There was no attempt to retrieve the gripper line from the anatomy. The patient will likely have to be placed on warfarin due to the gripper line remaining in the anatomy. Mr remained at 3. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. As the gripper line was not returned, the reported difficulty removing the gripper line and gripper line break could not be replicated. During testing a snare was advanced through the gripper lumens with curves on the device, and no blockages / resistance was felt on snare removal. Additionally, the delivery catheter (dc) radiopaque tip ring had no burrs / sharp edges. No steering issues were observed. Removal of the actuator coupler and actuator mandrel did not identify any bends that may have contributed to the clip being caught in the chordae. Potential causes for the reported clip becoming caught in the chordae may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint database indicated there have been no other incidents reported from this lot. The user also reported no issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, the patient anatomy was reportedly not challenging, however the location of the jet was difficult, lateral of the a2p2 segment. It was also reported that during steering of the device, the valve was unintentionally crossed into the left ventricle while trying to achieve perpendicularity. It should be noted that in the mitraclip system electronic instructions for use (IFU) cautions the user to maintain the clip above the leaflets until ready to grasp to minimize the risk of clip entanglement of the chordal apparatus. In this case, it is likely that user technique resulted in the clip becoming caught in the chordae. Based on the information reviewed, the reported clip becoming caught on the chordae appears to be related to procedural conditions / user technique, and is not evidence of a product quality deficiency. While the clip was caught in the chordae, it was reported that the gripper arms were raised but could not be lowered, despite cycling of both the gripper and lock levers. As the clip was caught in the chordae, it is possible that there was some interaction between the gripper line and the tissue / chordae which may have restricted the gripper arms from raising / lowering as intended; however this cannot be definitively determined. During cycling attempts, it is possible that a kink was generated in the gripper line. It is possible that this kink may have interacted with the gripper arm suture knots / lumens, resulting in the gripper line becoming difficult to remove; however this cannot be definitively determined. In this case, it is likely that consistently pulling the gripper line likely caused the reported break of the gripper line; therefore the break is associated with procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device.